Event description:
Nurse found pt's right apical chest tube disconnected form suction set up. Chest tube was immediately clamped. Nurse noted that the clear plastic connection adaptor that connects the stopcock to the catheter was disconnected and believed to have been broken. Nurse was unable to reattach the connection adapter. New attachment improvised. Pt appeared anxious and was medicated for comfort. A portable chest x-ray was performed and compared to one performed one hour prior to occurrence, there was no significant interval change. No pneumothorax present with right chest tube in place. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).